Event description:
The customer stated she was hospitalized for diabetic ketoacidosis on two occasions. The blood glucose readings were over 600 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. There was a no delivery alarm in the alarm history. The insulin pump passed the prime test, but the customer did not have the tubing clamp to perform the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.